Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell, while the hp was connected. The hp stated that there was a puddle of solution on the desk and floor, but the source was unknown. There were no nearby pets to cause supply damage and a sharp object was not used to open the supply packaging. The hp stated that they had already turned off the hc. Technical service representative (tsr) explained the alarm and assisted the hp in getting therapy readings. The hp stated that they would complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.